Event description:
It was reported that the patient had coupling issues between their external recharger and the implantable neurostimulator (ins). She stated that started to see low coupling (2 bars) about 2 weeks ago. It was noted that she could communicate with the ins using her programmer. The patient was able to palpate the ins and it did not feel loose in the pocket although it was reported that it felt like it had moved from the front of her body to her right side. She also had gained (B)(6) recently. The patient had an upcoming appointment with her physician in (B)(6) 2012. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 377775, lot# v008916, implanted: (B)(6) 2006, explanted: na. Lead model 377775, lot# v012668, implanted: (B)(6) 2006, explanted: na recharger model 37752, serial# (B)(4). Programmer model 37742, serial# (B)(4). (B)(4).

Event description:
Additional information received reported that the device had flipped which was why unable to interrogate/program device and patient's pain increased. An x-ray was taken on (B)(6) 2012 and indicated device was on its side and could not interrogate. The patient did not require hospitalization. It was reported that the patient was awaiting surgical intervention.

Manufacturer narrative:
(B)(4).